Manufacturer narrative:
H6: patient code of thrombosis added per findings on media review. With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the watchman flx pro, part # m635wu60350, batch # 0036821679. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the watchman flx pro remains implanted, therefore returned device analysis could not be completed. Procedural media was provided to aid in the investigation and was reviewed by members of the bsc training team, medical safety, and clinical specialists. The media confirmed the reported movement/shift due to inadequate positioning, as the device was too distal. Leak was present before and after shift. Additionally, thrombus was confirmed. Labeling review: review of the complaint information and the directions for use instructions for use (IFU) did not reveal any evidence of device off-label use or failure to follow instructions. The instructions for use lists implant did not seal, implant movement/shift, and thrombosis (medication required) as potential adverse events. Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the events of implant did not seal, implant movement/shift, and thrombosis were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that peri-device leak and shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35 mm watchman flx pro closure device was implanted. Approximately two months later, a post-watchman truplan report was performed which found the closure device had shifted into the posterior lobe and there was a 3.4mm peri-device leak and hypo-attenuated thickening on top of the limbus side of the closure device. The truplan images were compared to the implant day imaging which showed the closure device had shifted a little more posterior and looked less compressed. The patient had not undergone any procedures or cardioversion since the implant date. It was further reported that during implant there were multiple recaptures and the anatomy was difficult with limited depth. Post-implant procedure, the patient was on dual antiplatelet therapy and was compliant with their medication regimen. In response to this event, the patient was switched to direct oral anticoagulation and is expected to undergo repeat computed tomography or transesophageal echocardiogram in 6 weeks. The hypo-attenuated thickening was grade 1 (smooth surface >3mm and wall continuity).

Event description:
It was reported that peri-device leak and shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. Approximately two months later, a post-watchman truplan report was performed which found the closure device had shifted into the posterior lobe and there was a 3.4mm peri-device leak and hypo-attenuated thickening on top of the limbus side of the closure device. The truplan images were compared to the implant day imaging which showed the closure device had shifted a little more posterior and looked less compressed. The patient had not undergone any procedures or cardioversion since the implant date.

Manufacturer narrative:
B5: additional information added. H6: impact code updated.

Event description:
It was reported that peri-device leak and shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. Approximately two months later, a post-watchman truplan report was performed which found the closure device had shifted into the posterior lobe and there was a 3.4mm peri-device leak and hypo-attenuated thickening on top of the limbus side of the closure device. The truplan images were compared to the implant day imaging which showed the closure device had shifted a little more posterior and looked less compressed. The patient had not undergone any procedures or cardioversion since the implant date. It was further reported that during implant there were multiple recaptures and the anatomy was difficult with limited depth. Post-implant procedure, the patient was on dual antiplatelet therapy and was compliant with their medication regimen. In response to this event, the patient was switched to direct oral anticoagulation and is expected to undergo repeat computed tomography or transesophageal echocardiogram in 6 weeks. The hypo-attenuated thickening was grade 1 (smooth surface >3mm and wall continuity).